Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further steps are not decided yet.

Event description:
The user had a fall off his scooter in february 2022, after which there was swelling around the implant. He was seen by a general ent, but no action was taken at that time. The clinician and parent are still deciding whether to reprogram or proceed with re-implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a fall off his scooter in (B)(6) 2022, after which there was swelling around the implant. He was seen by a general ent, but no action was taken at that time. The clinician and parent are still deciding whether to reprogram or proceed with re-implantation.